Event description:
(B)(6) complaint handling unit reported a broken locking compression plate. The surgeon implanted a proximal femoral plate into an elderly patient with a sub trochanteric fracture, 2.0cm below the lesser trochanter and a pertrochanteric fracture. Placement of the plate and screws were in line with the instructions outlined in the pfp technical guide. Five weeks from implantation date, the patient presented a broken plate. The patient did not follow the surgeons instructions to use partial weight bearing. The plate broke, 2cm proximal of the fracture site. The plate broke at the site of the 5.0 mm cannulated screw hole, at the distal base of the hole. The plate was removed on (B)(6) 2010.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was not returned to manufacturing. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.